Manufacturer narrative:
Concomitant medical products: hospira 500ml infusion bag 0.9% nacl, injection usp lot 26-821-fw, exp 1feb2015; hospira IV bag labeled as rasburicase (elitek) 3mg in nacl 0.9% 50ml bag, lot 51-111-jt, exp 1sep2016; 2420-0007, therapy date: (B)(6) 2015. The customer¿s report of a leak was not confirmed. Upon inspection, dried red fluid was present between the texium valve and the smartsite y-port. Functional testing was performed and there was no leaking observed. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported while pushing doxorubicin, fluid leaked at the connection of the texium syringe to the smartsite® port on the primary set. No patient or staff harm reported.